Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump reservoir leaked into the pump and smells like insulin. Customer's blood glucose was 243 mg/dl at the time of incident. Troubleshooting found that the pump is continually vibrating without an alert and a low battery alert has been received but the batteries are not low. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No low battery alarm or any alarm noted during testing. No smell or moisture damage on keypad, electronic, motor, vibrator, reservoir tube and battery tube assembly during our visual inspection. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.